Event description:
It was observed during the device inspection the subject device displayed no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the reported issue was found to be due to ig (image guide) bundle corruption. A definitive root cause of the ig bundle corruption could not be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.